Manufacturer narrative:
Patient's date of birth is not available for reporting. The date screw backed out is unknown. Additional device product code: hsb. This report is for one (1) unknown 4.0mm ti locking screw. It is unknown which screw had backed out from the following reported screws: part# 04.005.426s, part# 04.005.428s, part# 04.005.422s, lot# unknown for all, quantity: 1 each. D4: UDI for: part # 04.005.426s: (01)10886982085399(10)lot number unknown. Part # 04.005.428s: (01)10886982085412(10)lot number unknown. Part # 04.005.422s: (01)10886982085351(10)lot number unknown. Complainant part is not expected to be returned for manufacturer review/investigation, as part was discarded by the facility. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a 9mm titanium cannulated tibial nail and three locking screws on (B)(6) 2017. The patient was reportedly non-complaint and walked on her leg prior to the surgeon¿s orders. Subsequently, one of the implanted screws backed out of the nail. A revision surgery was performed on (B)(6) 2017 when the tibial nail and three screws were easily explanted. It is not known which screw backed out. The devices were removed intact with no additional medical intervention required and with no surgical delays or intraoperative malfunctions. It is unknown if x-rays were taken during the revision procedure. As the patient was not yet healed, a 4.5mm broad locking compression plate with 10 holes and an unknown number of 5.0mm locking screws were implanted. The patient was reported to be obese and have poor bone quality. It was reported that the patient developed pneumonia on an unknown date after the revision surgery. Concomitant devices reported: 9mm ti cannulated tibial nail (part# 04.004.346s, lot# unknown, quantity 1), 4.00mm ti locking screw (part# 04.005.426s, part# 04.005.428s, part# 04.005.422s, lot# unknown for all, quantity: 1 each - it is unknown which 1 screw backed out). This report is for one (1) unknown 4.0mm ti locking screw. This is report 1 of 1 for complaint com-(B)(4).